Manufacturer narrative:
Adverse event problem: (B)(4). Device evaluation by manufacturer: the aquabeam motorpack was returned for investigation of this event. Functional analysis confirmed the reported event. It was observed that the motorpack motors did not jub upon connection to assciated handpiece used during the procedure and a test handpiece. A review of the device history record (DHR) for ab2000/serial number (B)(4) and aquabeam robotic system/lot number 21c01398 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and associated component met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: section 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece contains the note to, "verify the motorpack is securely engaged to the aquabeam handpiece by attempting to pull the aquabeam handpiece off of the motorpack. The aquabeam handpiece should remain connected to the motorpack if properly engaged." Dock the motorpack to the aquabeam handpiece: - verify aquabeam handpiece nozzle position (i.e. The movement of the blue led) homes to the base of the aquabeamhandpiece (fully proximal). - apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it. - keep the motorpack and the aquabeam handpiece assembly with the scope clamp assembly in a secure and sterile environment. The root cause of the reported event was isolated to failure of the console to motorpack cable assembly. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation the aquabeam motorpack was unable to engage to the aquabeam handpiece. As a result, the aquabeam motorpack was replaced with a new motorpack unit and the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 40 minutes. There were no adverse health consequences to the patient due to the reported event.